Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl. Troubleshooting was not performed for high blood glucose levels. The device is not expected to be returned for analysis.